Event description:
The customer reported a false positive alinity I total b-hcg result for a (B)(6) woman that underwent a routine physical examination. On (B)(6) 2022 the initial b-hcg result was 58.10 miu/ml (reference range: < /= 5 miu/ml is negative, >/= 25.00 miu/ml is positive, > 5.00 and < 25.00 miu/ml is grayzone). The patient was tested at another hospital on (B)(6) 2022 with the roche platform and generated a b-hcg result of 0.18 miu/ml (reference range: < 5.3 miu/ml). The original sample was retested at the customer¿s site and generated a b-hcg result 53.21 miu/ml (positive). On (B)(6) 2022, the customer obtains a new patient sample. The b-hcg results for this sample generated a result of 1.64 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21/31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false elevated alinity I total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product concerning sensitivity performance. Tracking and trending were reviewed and did not identify any related trends for the lot number and complaint issue. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. The device history record was reviewed and did not identify any non-conformances or deviations associated with the likely cause list number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I total b-hcg was identified.